Event description:
Information was received based on review of a journal article titled,"cross-sectional imaging of metal-on-metal hip arthroplasties- can we substitute mars MRI with CT?", which followed fifty (50) metal on metal hip arthroplasties (mom-has) patients (thirty (30) female) with unexplained painful prostheses who underwent mars MRI and CT imaging. The journal article reports that pseudotumor was diagnosed in 25 of 50 hips by mars MRI and in 11 of 50 by CT. The types of prosthesis implanted in these fifty patients are four asr, one taperloc magnum and one biomet modular among other competitors. The findings also showed the following: evidence of moderate or severe muscle atrophy (> 30% reduction in muscle bulk) was present to varying extents in forty- nine (49) of fifty (50) patients with unexplained hip pain. Osteolysis was identified in fifteen (15) of fifty (50) patients. Osteolytic lesions were noted in four (4) patients. The authors of the study conclude that CT was found to be superior to MRI for detection of osteolysis adjacent to mom-ha, and should be incorporated into diagnostic algorithms. CT was unable to classify and failed to detect many pseudotumors, and it was unreliable for assessment of muscle atrophy. Where mars MRI is contraindicated or unavailable, CT would be an unsuitable substitute and other modalities such as ultrasound should be considered.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter -the article was written by robinson et al; acta orthopaedica 2014; 85 (6): x¿x. 510k number - unknown. Manufacture date ¿ unknown.